Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose value was 177 mg/dl. Customer also stated that he insulin pump did not received low battery alert. Customer was able to complete insulin pump rewind. Customer states insulin pump alarmed shortly after inserting a new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.